Manufacturer narrative:
Correction to: g4 (k041005 not na). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During an air leak test, a leak was observed at the level of the filter due to a crack. The reported condition was verified. The cause of the condition could not be determined. However, the most probable cause was due to shock during shipping. The observed damage is typical of mechanical shock applied on the product leading to its breakage. The exact moment and location where the shock occurred could not be determined. A product with such damage would have been detected during the manufacturing plant¿s 100% in process visual control & leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, an external leak was observed in a prismaflex m100 set due to a crack in the filter. There was no patient involvement associated with the reported event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.